Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05199. It was reported that vegetation was discovered on the leads during an echocardiogram. The device, left ventricular lead, and competitive leads were then extracted due to infection on the heart valve that extended to the pacing leads. The patient was in stable condition.